Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they couldn't get the implanted neurostimulator (ins) to charge today. Pt mentioned they tried to contact a rep through their doctor earlier today but they weren't in, so called patient services; pt did not leave voicemail after being unable to speak with rep because they didn't know when anyone would get back to them. Pt said they'd been trying to charge for 3 hours, but kept getting poor recharge quality and 3 numbers; pt described what agent understood to be passive recharge mode (prm) screens, with 29-29-29 and then 27-31-77 after shifting a little. Pt said they usually only charge the ins every 2 weeks. Agent had pt reset controller and cleaned connections after checking for damage to recharger plug/cord and controller port; no damage reported. Pt briefly seemed to start a charging session, but then the green light would stop blinking and did not show prm or charging screens - displayed 'battery low, recharge the implanted device soon' screen. Pt unplugged and re-plugged recharger back into controller, and reported seeing the same screen; batteries screen displayed ins with a triangle and exclamation point. Pt mentioned on monday they had fallen off their scooter outside and hit a garage and had to have someone call 9-1-1 for them; though pt said they didn't hit their back. As pt was positioning the recharger they felt as though the ins battery felt as though positioned differently than normal; thought the battery had been 'turned upward' before, and now felt sideways. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. While on call, pt said they didn't know what their equipment did and seemed confused. Pt said they needed to get ins charged or they would be in pain. Agent advised they could have a rep meet with them as well to try to help charge ins hands-on. Pt will call back if they require further assistance. Pt mentioned they had arthritis, so they have a hard time getting recharger positioned.